Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 05) occurred. No additional event information was provided. Customer's blood glucose level was in the 300s (mg/dl).